Manufacturer narrative:
(B)(4).

Event description:
Initially it was reported the patient was experiencing an initializing screen without manual restart. However, after a call review the it was clear the patient reported when entering a calibration, the receiver would show a white blood drop in the top right corner instead of a reading. As a result the report bears no information to be deemed a reportable complaint making this a non-reportable event.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/13/2018 that on (B)(6) 2018 the receiver screen initialization without manual restart. No product was provided for evaluation. The complaint confirmation of the receiver screen initialization without manual restart cause could not be determined. A root cause could not be determined.